Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (1gm, intraperitoneal, once daily, discontinued on an unknown date) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued on an unknown date) for peritonitis. Pd therapy was ongoing. The patient recovered from the events on an unknown date. No additional information is available.